Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead's defibrillation coil was exhibiting high and undefined impedance. The lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was being replaced due to battery depletion during the same procedure and the physician had a problem loosening the left ventricular port setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.